Manufacturer narrative:
(B)(4). Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received for this lot. Based on the obtained information, it was presumed that tensile stress exceeding the product's design limit might be inadvertently applied to the guide wire while its distal tip was being trapped by the deployed stent in the om1. There was no indication of product deficiency. Instructions for use states: [warnings]: never push, auger, withdraw, or torque a guidewire that meets the resistance. Torquing or pushing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any bucking of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action; [warnings]: if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; and, -[malfunction and adverse effects] separation or breakage of the guide wire.

Event description:
It was reported that the procedure was to treat a 85% stenosis in the first obtuse marginal branch (om1) and a 90-95% stenosis in the second obtuse marginal branch [om2]. A sheath was inserted into the right radial artery. The blockages found in the bifurcated circumflex coronary artery. To proceed with the stent placement, an asahi 180 cm guide wire was used and entered the om1 that was 85% stenosis. The physician placed an approximately 30 degree bend in the tip. The guide wire crossed the lesion. A stent was then deployed the in the om1 without incident. The prowater was left in place to begin the om2 procedure. A non-asahi 0.014 inch 300cm wire was selected for the om2 procedure, due to the bend in the artery. The non-asahi guide wire was advanced to the om2 and across the 90-95% stenosed lesion in the om2. At that point while pushing across the om2 lesion, the physician noted the guide had "kicked back" thus pulling the asahi guide wire back to the om1 lesion as well. After completing the stent operation in the om2, he observed the fragment distal to the lesion in the om1. He consulted with his partner who was at the hospital and has experience in "snaring" procedures, but they decided it was not practical. He attempted to place another stent in the artery to bind the fragment against the artery wall, but it was too far distal in the artery. After a second consult with the partner physician, they determined to try again using the femoral artery. No success. They came up against the limits of radiation exposure from the fluoroscopy, so they stopped. After further consult with the partner physician, surgical removal was chose. A surgeon performed the thoracotomy without success the next day concluding the fragment had migrated. The physician was not certain whether any images existed of the fragment post-surgery.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event - estimate. (B)(4). The location of the reported device was not provided. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an asahi prowater 180 cm guide wire was selected for the procedure. At some point during the procedure the prowater guide wire separated and became lodged in the vessel. It is unknown if medical intervention was performed or if all segments of the guide wire were removed from the anatomy. It was further reported that the patient has experienced pain. No additional information was provided.

Manufacturer narrative:
(B)(4). The analysis was performed by asahi intecc. Co. Ltd: the prowater guide wire was not returned for investigation. Investigation of the production record could not be conducted as no lot information was provided. Referring to known wire fracture incidents, it was presumed that rotational and/or pushing-pulling force exceeding the product design limit might be inadvertently given to the guide wire while its distal tip was trapped by the target lesion or tortuous vessel; however, causation could not be ascertained with the provided information. Although lot history review could not be conducted, since all the shipped products were inspected in the production process for meeting the product specifications and release criteria, there was no indication of product deficiency.